Manufacturer narrative:
No adverse patient effects were reported due to the loss of capture or the revision procedure. The lead remains in service without further complication.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead was repositioned 20 days post implant due to loss of capture.